Event description:
Patient reported that the expiration date, generated by the manufacturer's electronic inventory, did not match the expiration date printed on the vial label. A request was made for the return of the suspect product and replacement product was sent.